Event description:
It was reported that, the tips broke while trying to remove ceramic liner from shell.

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Add'l info has been requested and if received will be provided on a supplemental report.